Event description:
Literature was reviewed regarding the use of the pegasus stent system for treating wide-necked intracranial aneurysms. The time frame of this study was between september 2022 and june 2023. Multiple manufacturers¿ devices were used in the study population. The following medtronic devices were used: axium 3d, helix and axium prime 3d, helix coils deaths occurred in the study population. One death occurred in the study. However, this was said to be due to their underlying subarachnoid hemorrhage and unrelated to the procedure. Among patient adverse events included: one case of in-stent thrombus formation during the treatment of a ruptured basilar aneurysm, resolved with intravenous tirofiban. Follow-up brain CT showed minor bilateral superior cerebellar artery (sca) infarctions. Incomplete occlusion (raymond¿roy occlusion classification (rroc) iiib) on follow-up was seen in 1 case due to aneurysmal recanalization (initial rroc ii). No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: boxberg, f., al-tibi, m., schulz, k., lanfermann, h., schlunz-hendann, m., <(>&<)> grieb, d.. Initial experience with a new self-expanding open-cell stent system with antithrombotic hydrophilic polymer coating (pegasus stent) in the treatment of wide-necked intracranial aneurysms. Neurointervention 19(2):74-81 2024. Doi:10.5469/neuroint.2024.00066. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.